Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reav2018 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, "this product was placed in a patient the other day without any issue. Apparently, it was in too far, when they pulled it out they noticed a split in the tubing." It was subsequently removed. No patient injury reported.